Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 2 years post initial procedure cta at 2 year follow up revealed sac enlargement. Reportedly, there is no apparent endoleak. However, the vela aortic extension has dropped and there appears to be no proximal seal. There is a tremendous amount of thrombus both within the stent and in the sac. Patient is currently stable and pending re-intervention. Additional information: a secondary procedure was scheduled but cancelled for unknown reason. During the investigation, off label concomitant use of a non-endologix renal artery stent and a left common iliac artery stent was identified.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was unable to find substantial evidence to support the reported event of sac enlargement and the suprarenal extension caudal movement versus migration based on the imaging available for review. Attempts were made to obtain medical records, but no response was received from the hospital or was denied as patient authorization is needed. Clinical was able to confirm the endoleak of indeterminate origin, the loss of proximal seal, and thrombus both within the stent and in the aortic sac. The indeterminate endoleak is most likely user related due to the off label use of the non-endologix left renal artery stent and right common iliac artery stent (concomitant use of products outside the IFU) resulting in suprarenal stent caudal movement/migration. The procedure related harms for this event could not be determined. The final patient status was reported as being stable. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. Corrections: b5: describe event or problem has been updated. D11: concomitant medical products and therapy dates has been updated. H6: device code: remove code 3190. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. "Device iteration is afx2."

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 2 years post initial procedure, a computed tomography angiography (cta) at 2 year follow up revealed sac enlargement. Reportedly, there is no apparent endoleak. However, the suprarenal stent graft extension has moved and there appears to be no proximal seal. There is a tremendous amount of thrombus both within the stent and in the sac. Patient is currently stable and pending re-intervention.